Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred and the customer was unable to clear the alarm. The customer confirmed that the pump was not exposed to moisture and vents were not blocked. The customer's blood glucose (bg) level was 211 mg/dl. Reportedly, after approximately 2.5 hours, the altitude alarm was still unable to be cleared. At the time of the follow up call, the customer's bg level was 142 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.